Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR report: 1627487-2017-02806. It was reported the patient experienced loss of therapy and was unable to increase the scs system's amplitude. Diagnostics revealed invalid impedance on multiple lead contacts. The company representative reprogrammed the patient's scs system but the issue reoccurred. Follow up identified the patient's leads were replaced with a different model lead. Effective stimulation therapy was reportedly restored postoperatively.